Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after wound treatment was performed, the lower end of battery indicator of a renasys go device was illumining an orange light, the alarm was sounding and it failed to charge. The device felt hot, which was suspected to be the cause of the charging failure. This issue was resolved by unplugging the device and letting it cool down for some minutes. After these steps, the device charged correctly and the light turned green. No further information is available.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable root cause may be due to devices inbuilt thermal protection, as detailed in the IFU. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.